Event description:
It was reported that a cartridge change error occurred and a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Reportedly, customer fell and required assistance from their spouse by providing glucose tablets and a sandwich to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.